Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have several alarms on insulin pump. Customer reports to have heard a noise and then received an "auto off". Alarm history also showed a spanish anomaly alarm, and a signal too low alarm. Customer's blood glucose was 218 mg/dl but was 47 mg/dl that morning. Customer declined troubleshooting for low blood glucose and signal too low alarm. No further information provided.